Manufacturer narrative:
A patient had their system explanted due to lead migration was reported to abbott. The results of the investigation are inconclusive since the devices were not returned for analysis. Based on the information received, the cause of the reported event could not be conclusively determined.

Event description:
It was reported that the patient underwent surgical intervention on (B)(6) 2021 wherein a new scs ipg and paddle lead were implanted to restore effective therapy.

Manufacturer narrative:
Date of event is estimated.

Event description:
Reference manufacturer numbers: 3006705815-2021-00307, 1627487-2021-01910. It was reported that the patient's scs leads were determined to have had migrated during an ipg replacement procedure. In turn, the patient underwent surgical intervention wherein the system was explanted.